Manufacturer narrative:
Concomitant medical products: triathlon ps fem component, cemented; cat# 5510-f-501; lot# ekmpk; triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# efxyr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It has been reported by the hospital stryker's distributor ((B)(4)that there is a patient that has made a complaint to the hospital reporting that he has discomfort in his knee that was operated in that hospital.

Manufacturer narrative:
An event regarding pain involving an unknown triathlon insert component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: medical records were not performed. -device history review: review of the DHR was satisfactory. -complaint history review: review of the chr confirmed that there were no other similar events for the lot. Conclusions: no further investigation is possible with the minimal information received. Further information such as product evaluation, patient history, medical records, operative notes and x-rays are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported by the hospital stryker's distributor ((B)(4)) that there is a patient that has made a complaint to the hospital reporting that he has discomfort in his knee that was operated in that hospital.